Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a zipwire guidewire was used in the kidney during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of the guidewire was detached inside the patient. The detached tip was retrieved using a grasper. The procedure was completed with another zipwire guidewire. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿recovering nicely.¿

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Event of distal tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.